Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was white screen with a line going through the middle. The customer¿s blood glucose level was unknown. Customer stated that no report of pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. The customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.